Event description:
Additional information was received that the patient was seen in the clinic and the device system was evaluated. The shock impedance measurement was 115 ohms. No additional follow-up was going to be done and the patient will continue to be followed with the home monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's home monitoring system detected a high shock impedance of 125 ohms for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. According to the field representative the shock lead impedances were trending high, and the physician did not think that this was an issue. Boston scientific technical services (ts) discussed with the field representative that since the system has been implanted less than six months a connection issue could not be ruled out. The patient was going to be evaluated in the clinic and further information has been requested from the field representative. No adverse patient effects were reported.